Event description:
Same event as manufacturer's report#" 6000093-2007-00545 and 6000089-2007-00389. It was reported that during a pci procedure, three maverick2 balloons ruptured. The lesion being treated was located in the left anterior descending artery; however, no anatomy or lesion details have been provided. The number of inflations and to what atms for each balloon was not provided. No patient complications were reported, and the procedure was finished with another device. Patient status was reported as 'good.'

Manufacturer narrative:
The complaint source confirmed that the product will not be returned. The manufacturing records for top assembly batch 8922641 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the difficulties stated in the complaint could not be determined.